Event description:
A medtronic representative reported the thoracic probe was bent while being used on particularly sclerotic bone. There was no impact to the patient outcome reported.

Manufacturer narrative:
The suregoen declined to provide the patient identifier.the suspect device was returned to the manufacturer for evaluation. The tip of the instrument is severely twisted. There is physical damage to the probe tip and it is bent.